Event description:
It was reported that a pt developed sores in the mouth approximately 1-2 days after commencing use of an appliance fashioned using essix c+ plastic material. The symptoms resolved 1-2 days after use was discontinued; no intervention was required as a result.

Manufacturer narrative:
While it is unk, if the plastic used in this case caused or contributed to the pt's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. The device was not returned for eval and the lot number was not provided for retained-product testing and/or DHR review.